Event description:
It was reported that the patient presented at the emergency room (ER) following syncope event. Programmed to managed ventricular pacing (mvp) mode and found to be pacing at rates lower than programmed lower rate. Confirmed normal mvp behavior but atrial sensitivity programmed to .9mv as far field r wave (ffrw) and p waving measuring approximated 1 mv. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented at the emergency room (ER) following syncope event. Programmed to managed ventricular pacing (mvp) mode and found to be pacing at rates lower than programmed lower rate. Confirmed normal mvp behavior but atrial sensitivity programmed to .9mv as far field r wave (ffrw) and p waving measuring approximated 1 mv. The device is still in use. No patient complications have been reported as a result of this event. The patient further reported that the patient's heart rate dropped below the lower rate three separate times, and the patient had symptoms of dizziness, sweating, and weakness. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.